Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the system with this right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) has been showing shock impedance spikes leading to high, out of range values intermittently. The patient had episodes where therapy was needed and shock impedances were within normal limits. Other lead measurements were stable. Various options on how to proceed were reviewed. The rv lead and the ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the system with this right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) has been showing shock impedance spikes leading to high, out of range values intermittently. The patient had episodes where therapy was needed and shock impedances were within normal limits. Other lead measurements were stable. Various options on how to proceed were reviewed. The rv lead remains in service and the ICD has been explanted due to therapy upgrade and returned for analysis. No adverse patient effects were reported.